Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event necrosis of skin (pt: injection site necrosis), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a 68-year-old female patient. She was injected subcutaneously, with a total of 2.1 ml of radiesse(+) into the right cheek (cheek hallows, off label use of device), on (B)(6) 2023. A linear threading technique was utilized. The patient was previously injected with radiesse(+), into the cheek, on (B)(6) 2023, with no adverse reactions. In (B)(6) 2023, after the radiesse(+) injection, the patient experienced a necrosis of skin, around right cheek. At the day of this report, the patient sent a photograph showing early signs of necrosis, on right cheek. Due to the provided information, the outcome of the event was considered as not resolved.